Manufacturer narrative:
H3,h6: one 72202901 4.5 footprint ultra pk suture anchor assembly used in treatment, has been returned for evaluation. Visual assessment confirms complaint. Broken anchor was returned. The sutures were not returned. The information provided states: ¿during a rotator cuff repair surgery; when the anchor was turned for the last time to fix threads, the anchor broke inside the bone¿. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied or improper use of device. The instruction for use (IFU 10600584) states: ¿breakage of the suture anchor can occur if insertion sites are not properly prepared prior to implantation¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.

Manufacturer narrative:
(B)(6).

Event description:
It was reported about a peek footprint ultra 4.5 mm suture anchor that, during a rotator cuff repair surgery; when the anchor was turned for the last time to fix threads, the anchor broke inside the bone. The broken anchor was successfully recovered with a hand instrument. The procedure was successfully completed without significant delay using a new bone hole next to the old one. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.